Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost stimulation due to the ipg being depleted. The ipg has allegedly reached end of life. The physician plans surgical intervention to address the issue.